Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after pullback, the sheath became detached. The physician was able to retrieve it using a snare, and the procedure was completed. No patient injury or complications were reported.

Manufacturer narrative:
H1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after pullback, the sheath became detached. The physician was able to retrieve it using a snare, and the procedure was completed with the same device. No patient injury or complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. A visual inspection revealed that the imaging window was detached, and the sheath was kinked.